Manufacturer narrative:
(B)(4). Device evaluation: complaint verification testing could not be performed because no sample was returned for analysis. The device history records were reviewed with no evidence to suggest a manufacturing related cause. The potential cause of the needle - hub separation of the arterial device could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported during insertion the needle became separated from the hub and was stuck in the patient's arm. A couple of centimeters of the needle was sticking out of the patient's skin and they were able to pull it out of the patient with a needle holder.